Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation and disposal. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on march 26, 2019 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the root cause could not be determined, but it is likely that the age of the device, two (2) years and seven (7) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope avl video baton 3-4, whenever the baton was moved, the image would go out. A delay in the procedure of less than a minute occurred as a back-up verathon baton was obtained. No harm to the patient or user was reported.